Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) error. Technical services reviewed the available data and found up to 37 minutes of magnet applications had occurred, causing the battery voltage to be diminished. The field representative later reported the patient had been undergoing radiation therapy and the magnet applications were intentional and performed under medical supervision. The patient completed the radiation sessions and a review of the latest device data from the remote monitoring system confirmed the battery voltage had recovered and the device was functioning normally. No adverse patient effects were reported.